Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold measurements. The lead was initially reprogrammed and then repositioned. No noise was reported. Additional information received that increase high threshold measurement was due to micro dislodgement. The product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.